Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture threshold and decrease in sensing threshold on the left ventricular lead. No intervention was performed because it was deemed satisfactory for its necessary function. The patient condition was stable.